Event description:
The customer reported that an asystole alarm did not sound at the central station for a patient in distress, who later expired.

Manufacturer narrative:
The customer reported that an asystole alarm sounded at the central station for a patient in distress, but the alarm did not go to the pagers. The patient later expired. Philips is investigating whether the hospital was using pagers per the device labeling and whether the use of paging was a factor in the patient's death. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).